Event description:
It was confirmed that the catheter disconnected from pump. The pt's spasticity had been increasing and doses had been increased over time. It was suspected that they think the catheter has been out for quite a long time. The pump contained lioresal 860 mcg/ml; the pump was programmed to minimum rate and the pt will have a catheter replacement soon. Additional info has been requested.

Manufacturer narrative:
(B) (4).